Manufacturer narrative:
The fenestrated bipolar forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument passed the recognition and engagement test upon placing it on an in-house system. Failure analysis investigation also found that the distal end of the instrument's main tube exhibited various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, failure analysis finding of the main tube scratches with missing material could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci prostatectomy procedure, the fenestrated bipolar forceps instrument would not register with the robot. There was no patient involvement; therefore, there was no patient harm, adverse outcome or injury reported and no reports of anything falling into the patient.